Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera bronchovideoscope had electrical corrosion. The reported issue occurred during preparation of use for an unknown diagnostic procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating on the connecting tube was peeling which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the electrical connector had corrosion due to water leakage. Upon further inspection, it was observed that the coating on the connecting tube was peeling. It was also observed that the insulation resistance value of the leading edge did not meet the standard due to the breakage of the bending section cover. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that there were white spots on the image due to damage to the charge-coupled device unit. It was observed that the light guide lens was cracked. It was also observed that the bending tube was dented. It was observed that the grip buoy was deformed. It was also observed that the universal cord was crushed. Lastly, it was observed that the connecting tube was bent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical stress was applied during user handling and caused the coating to peel. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 "inspection of the endoscope" 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.